Manufacturer narrative:
Age and date of birth not provided. Weight not provided. Additional PMA/510(k) numbers k011028/k013227.

Event description:
Doctor indicated that patient came in for stage 2 procedure to uncover the implant and discovered that the implant (tsvwb13) was relocated into the patient's sinus cavity.

Manufacturer narrative:
One tapered screw vent implant was returned for inspection. Visual inspection revealed wear and tissue attachment about the threads and collar. The internal drive feature is similarly worn and contains additional debris. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. & ¿zimmer® one-piece implant system¿ 7458a, rev. 9/07. Information identified: warnings: other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. Contraindications: the 3.7mmd zimmer trabecular metal implants should not be placed in the molar region. Zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systemic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Severe bruxism, clenching, and overloading, may cause bone loss, screw loosening, component fracture, and/or implant failure. Exposure to radiation and chemotherapy may impact health of the implant. Dental implant patients should be instructed to consult with their physician prior to undergoing such treatment options. Complaint indicates the implant relocated into the patient¿s sinus and required removal. The alleged event is non-verifiable with the information provided a root cause for the event could not be determined. The following sections were updated: date of this report. Expiration date, UDI: (B)(4). Date received by manufacturer. Follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Device manufacture date. Evaluation codes. Additional narrative. The following section was corrected: device code.